Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a pocket infection was observed on the device. The device was explanted to resolve the event and replaced in a separate procedure.